Manufacturer narrative:
Film evaluation summary; the exact cause of the proximal type I endoleak reported at implant could not be determined from the pre-implant films provided. Films during implant were not available and the reported endoleak could not be assessed, and post-implant films were also not provided. The proximal neck was barrel-shaped, ranging in diameter from 24 ¿ 28 ¿ 26mm in diameter along the 25mm length, and was moderately with no appreciable calcification or thrombus. Analysis of the returned films did not reveal any anatomical characteristics that could explain the reported type ia endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 52mm diameter abdominal aortic aneurysm. The patient had an aortic neck diameter of 24 - 26mm and an aortic neck length of 25mm. It was reported that the evar procedure was performed without issue but upon completion as type ia endoleak was observed. It was noted that the proximal edge of the graft appeared to be in a good location in regard to the renal arteries with no additional length for a proximal cuff placement. The physician made the decision to do multiple balloon inflations with the reliant balloon at the proximal seal one. After this another angiogram was performed showing that the endoleak was reduced significantly but still present. The physician made the decision to complete the procedure at that stage. It is noted that the physician has not and will not receive treatment. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by their physician.